Manufacturer narrative:
Zimmerbiomet complaint number cmp. One 3i t3® tapered implant 4/3 x 8.5mm (bopt4385) was returned for investigation. Visual inspection of the returned product identified some wear and debris about the implant threads and drive feature. The returned product matched print specifications where measured against production drawing. The reported product was located on tooth # 13 and used for approximately 17 days. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient develop peri-implantitis. The reported complaint of infection and bone loss could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
Doctor reported that after placing the bopt4385 implant, the patient developed infection and bone loss. Pain is also reported. The implant was removed. Tooth site #13.